Event description:
It was reported in a general comment that the radio frequency identification (rfid) consignment tracking tag for the supera self expanding stent system (sess) is showing the wrong expiration year, the month and date are correct. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to the format of the accounts barcode scanning setup as the account confirmed that their expiration date layout is set up differently than abbott vascular as they use dd/mm/yyyy format and abbott vascular barcode dates are set up yy/mm/dd. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera device referenced is being filed under a separate medwatch report number. Date of event is estimated. The UDI number is not known as the part and lot number were not provided.